Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a black screen. There was no reported adverse patient impact.

Manufacturer narrative:
.

Event description:
The customer reported a black screen. The customer performed troubleshooting with a philips technician over the phone and the issue was further clarified as the energy select switch contact isn't good. There was no reported adverse patient impact.